Event description:
Stapler "would not pop open after 1st try, then misfired." Squeeze handle was very hard to squeeze. A few staples came out. Procedure was a laparoscopic appendectomy and event occurred while inside the abdomen at the appendix base.